Event description:
It was reported that even with the patient's dose being repeatedly increased, the patient experienced an increase in baseline spasticity and baseline pain. The hcp was able to palpate a "notch" on the patient's back at the location of the catheter as it entered the spine. The patient was scheduled for a dye study, but no results were reported at the time of the report. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.